Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device was returned for service; reliability engineering evaluated the device and noted that the device passed all specifications and identified no failures. Therefore the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was noted on the service order that the small battery drive device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.